Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the mvp micro vascular plug system. Survey results from an interventional cardiologist in practice 18 years. The respondent has been using the mvp micro vascular plug system since (B)(6) 2017. The mvp micro vascular plug system was used during 90 arterial and 70 venous procedures in the last 3 years. In the past 12 months, the mvp micro vascular plug system was used in 30 arterial procedures and 30 venous procedures. The respondent has reported using the device in procedures other than to obstruct or reduce the rate of blood flow in the peripheral vasculature specified as coronary fistulas (40), and patent ductus arteriosus (60) in the last 3 years, with 20 used for coronary fistula and 15 for patent ductus arteriosus in the past 12 months. In the past 3 years, the respondent has reported complications of bleeding, stroke or transient ischemic attack (tia), and vessel trauma or perforation while using the mvp micro vascular plug system, none of which occurred in the past 12 months. 2 bleeding complications are reported where one was reported as being related to the device itself, where this event was considered to be somewhat concerning, but it was reported the patient was underweight. 3 stroke or transient ischemic attack (tia) complications are reported, with none related to the device itself. 2 vessel trauma or perforation complications are reported where one was reported as being related to the device itself, where the event was reported to be not at all concerning, and the vessel is described as tortuous. The respondent indicated being aware that bleeding and vessel trauma or perforation were potential complications as noted in the IFU.